Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Received information stating that customer's pump was unresponsive and that the battery gauge was about 65% prior to the shutdown.